Event description:
Consultant reported during an orif of distal tibia, the surgeon used a push-pull reduction device to temporarily position and hold the plate to the bone. During the reduction, the push-pull device broke at the junction where the threaded portion protruded from the bone. A fragment of the threaded tip remains implanted in the bone, the remainder of the device is lost, and was probably discarded in the or. There was no extension of surgery time, the surgeon completed the procedure without any further problem. Patient is reportedly recovering well.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.